Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system with the right ventricular (rv) lead exhibited high out of range shock impedance >200 ohms. Technical services (ts) discussed seeing if the patient had any other implants and if there were any other device issues. Ts also discussed troubleshooting options to see if they could reproduce the out of range shock impedance or discover any other device malfunctions. No patient symptoms were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.